Event description:
It was reported that a spectrum iq infusion pump had air in line errors during programming/setup in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing , 'reload set' errors occurred once the slide clamp was removed but no 'air in line' alarms. A review of the event history log did reveal '' air-in-line!'' Messages four days after the reported event date that was provided.. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified through causality as the ultrasonic sensor was found out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.